Event description:
Baby is a (B)(6) week born by cesarean section for placental abruption following motor vehicle accident. Baby was started on antibiotics shortly after birth and were discontinued when blood cultures were negative for 48 hours. Twenty-one days later, baby's status rapidly declined prompting sepsis work up. Blood cultures positive for enterobacter sakazakii, a rare cultured: donor breast milk samples, mother breast milk samples, hospital breast pump, tubing and breast pump kit mother was using, home breast pump, tubing and breast pump kit mother was using. Seven positive samples from mother's breast milk yielded enterobacter sakazakii. Communication and investigation ongoing with (B)(6).